Event description:
It was reported that a female patient underwent a primary breast reconstruction procedure with a ce low height te 250cc tissue expander that deflated post implantation. It was reported that the device became flat and that two holes were found near the filling area. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the ce low height te 250cc tissue expander. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the ce low height te 250cc tissue expander. Leak testing was performed in accordance with mentor procedures, and a tear was observed at the juncture on the anterior patch. Additionally, no other leaks sites were observed. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: tissue expander deflation. Initial reporter phone: (B)(6). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).